Manufacturer narrative:
A review of the complaint database did not reveal any other incidents of this nature with these lots of needles. The vast majority of these incidents involve the needle being bent during the procedure causing the needle to break when restraightened. Often if an introducer is used and if the bent needle is pulled back through it, this will also cause the needle to restraighten and break. Lot number: device is from one of the following bulk lots: 6081976, 6151842, 6146725, 6130237, 6130242, 6128792, 6164266, 6152061 or 6159759.

Event description:
After repositioning the needle multiple times to find subarachnoid space, the needle snapped off at the hub. Needle had to be located by x-ray and surgically removed.